Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2017-02055. It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50 mm x 20 mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft broke. Another 2.50 mm x 20 mm emerge¿ balloon catheter was advanced but the balloon ruptured. The procedure was successfully completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-02055. It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the catheter shaft broke. Another 2.50mm x 20mm emerge¿ balloon catheter was advanced but the balloon ruptured. The procedure was successfully completed. No patient complications were reported and the patient's status was fine.